Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoplasty procedure, a balloon rupture occurred. The physician conducted a cryoplasty of the superficial femoral, popliteal and posterior tibial arteries using a contra lateral approach using a .014-3x100, .035-4x100, and .035-5x60 polarcath balloon catheters. The inflation unit for the .035x4x100 polarcath balloon catheter aborted several times during the treatment phase. The inflation unit was exchanged for a new inflation unit and the treatment phase was completed. "At the end problems retrieving the catheter ended being a rupture in the balloon, filled with blood." The procedure was completed with a 5x60 polarcath balloon catheter. Patient status is reported as "stable".